Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated at zoll medical corporation and attributed to a faulty capacitor on the main board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.